Event description:
It was reported that the peek eyelets of the device broke off during use. As a result of this, one of the screws fell off and became lost in the shoulder. The surgery was delayed more than 30 mins searching the joint. The eyelets were removed, but the screw could not be found. This device is used for treatment.

Manufacturer narrative:
The eyelets and driver were discarded by the hosp and the implant was not available for eval. Device history review revealed nothing relevant to this event. The cause of the customer's complaint could not be determined without device eval. This is the first complaint of this type for this part/lot combination.